Event description:
It was reported that during reprocessing of the prograsp forceps instrument, it was noted that there was cosmetic damage to the instrument's housing. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument's housing had a laser mark issue. The instrument housing shows an extreme level of 'smudging', and none of the labels on the housing were illegible. 'Smudging' was due to small bubbles and pits forming upon the housing material, most likely during reprocessing. Additionally, a shiny film had formed on the grey chassis of the instrument. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the main tube damage found during failure analysis if to recur could cause or contribute to an adverse event.